Event description:
Plaintiff reports initial implantation of the right implant 9/1/81 with explant 3/17/93. Plaintiff alleges various illnesses including, but not limited to, arthritis, chest infections, and diarrhea.